Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included reprogramming the ambulatory telepack. Problem was resolved.